Event description:
As reported: patient presented to hospital for outpatient elective generator replacement and downgrade from ICD to pacemaker. The patient was brought to the electrophysiology lab. Upon opening of the patient's pocket a suspicious substance was observed in the pocket and cultures were taken. The patient underwent successful generator replacement and downgrade to pacemaker. The patient was discharged from the electrophysiology lab to the post anesthesia care unit and was discharged to a telemetry floor. Lab cultures taken from the patient's device pocket are still pending.